Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed.frame broke at ctr hole left side.

Event description:
The seat frame has cracked.